Event description:
Call came from (B)(6) customer service, relaying information due to spanish speaking. She stated that her caster wheels in the front are locking up. No further information provided.